Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon material on the device to be bunched distally. Additionally, the distal tip of the returned sheath was noted to be buckled. Therefore, the investigation is confirmed for sheath-related retraction issues. When the balloon was inflated, the balloon took on an asymmetrical shape. Therefore, the investigation is confirmed for material deformation. The definitive root cause could not be determined based upon the available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a right arm graft angioplasty procedure, the balloon was allegedly unable to be removed from the sheath. Both the catheter and sheath were removed as one unit and the procedure was concluded. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a right arm graft angioplasty procedure, the balloon was allegedly unable to be removed from the sheath. Both the catheter and sheath were removed as one unit and the procedure was concluded. There was no reported patient injury.